Event description:
Reporter alleged obtaining a discrepant blood glucose result on the aviva system with a 200 mg/dl difference to the doctor's system when testing was performed back to back and within 10 minutes. No specific results were provided. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.